Event description:
Pt admitted for a colon resection. Initially #10 french jackson-pratt drain was inserted into the right lower quadrant and drained without difficulty. Five days, post-op when the drain was being removed, it broke apart at the distal section of the round portion, leaving the fluted end and about 1/3 of the round part in the pt.